Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The sample was tested using water and performing movements in order to duplicate the failure reported. No discrepancies detected; no leaking was detected in the part. No root cause could determine since the complaint could not be confirmed. No corrective actions were taken since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was leakage into the sleeve covering the tube. No patient injury reported.